Event description:
This is the second of two reports (same patient, same user facility, similar device). This report is in reference to the 1104bt (intracranial pressure / temperature monitoring kit). It was reported that when the surgeon inserted the 1104b (olm intracranial pressure monitoring kit) during a decompressive surgery, it did not measure pressure. The surgeon then used a 1104bt (intracranial pressure / temperature monitoring kit) from the facility's stock but it also did not measure pressure. The staff tested both catheters and found the 1104b defective but 110-4bt seemed normal. There was no patient injury. Patient condition was reported as "no change". Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.